Event description:
Reportedly, during an implantation procedure, ventricular capture failure was observed with low ventricular lead impedance values (< 50 ohms) measured. During a pacemaker implantation procedure on (B)(6) 2017, the lead was inserted into the patient¿s body. After encountering difficulty in positioning of the lead for around one hour, the physician eventually positioned the lead tip at a site in the ventricle and the lead was tested by a pacing system analyzer (psa); then, although the r-wave amplitude was measured at 10 mv, ventricular capture failure was observed with pacing at 10v and the ventricular lead impedance was measured at not more than 50 ohms. As the same results were encountered after the alligator clips were replaced, the use of the lead was discontinued and it was reportedly extracted. Another lead was implanted.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly, during an implantation procedure, ventricular capture failure was observed with low ventricular lead impedance values (less than 50 ohms) measured. During a pacemaker implantation procedure on (B)(6) 2017, the lead was inserted into the patient's body. After encountering difficulty in positioning of the lead for around one hour, the physician eventually positioned the lead tip at a site in the ventricle and the lead was tested by a pacing system analyzer (psa); then, although the r-wave amplitude was measured at 10 mv, ventricular capture failure was observed with pacing at 10v and the ventricular lead impedance was measured at not more than 50 ohms. As the same results were encountered after the alligator clips were replaced, the use of the lead was discontinued and it was reportedly extracted. Another lead was implanted.